Event description:
As reported by our edwards lifesciences affiliate in france, during a transfemoral transcatheter aortic valve replacement (tavr) procedure with a 29 mm sapien 3 valve, the commander delivery system balloon burst at the end of inflation during valve deployment. Blood was observed in the syringe; however, no leakage was observed from the delivery system. The valve was fully deployed but was positioned slightly high, and moderate paravalvular leak (pvl) was noted. A second 29 mm sapien 3 valve was prepared; however, after waiting approximately ten (10) minutes, the pvl was noted to be trace. A decision was made not to implant the second valve. There was no patient injury or complication, and the patient remained in stable condition. Imagery was received for evaluation. Per imaging evaluation, the delivery system balloon burst radially and longitudinally. There was no apparent material missing.

Manufacturer narrative:
The investigation is ongoing.